Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, after autoclaving the device, rust-like substance was observed in the device, where the ring shaped part is inserted in the disassembled part of the main body of the device. The device was removed from service. There is no harm or health hazard to any patient or persons. The device was sterilized by stellad until a few months ago, but has been changed to an autoclave.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Sections d8, h3, h6, and h10 were updated. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that several points of the forceps and irrigation plug turned brown. The component analysis of the brown points detected the same component as glue, which was used in manufacturing. However, the definitive root cause of the brown material could not be determined. It is possible that the glue on the forceps and irrigation plug were altered due to incompatible sterilization or mage due to autoclaving sterilization not in accordance to the instruction manual. Olympus will continue to monitor field performance for this device.